Event description:
The arthrocare device was in use in the patient's left shoulder during a shoulder arthroscopy procedure. During the procedure, a piece of the ultravac 90 broke off in the patient. The piece was retrieved from the surgical site.